Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a lumbar fusion surgery while locking the set screw with the final screwdriver, the head end of the screwdriver broke and disconnected into two parts. The surgery was completed using another final screwdriver. A five minute surgical delay was reported.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off as a result of torsional forces applied in a manner consistent with screw installation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The product labeling was reviewed and found to contain instructions regarding device usage. Since the product was not returned and the lot number is unknown, not further evaluations could be performed and a conclusion is not possible.